Event description:
Per the clinic, the patient experienced pain with device use and has developed skin damage at the magnet site. Subsequently, topical medication was administered (date not reported) and the patient is being clinically managed by the health care provider.